Event description:
It was reported that the pta balloon would not reach rbp. The balloon was retracted without difficulty and an out of body test found a hole on the balloon. Another balloon was used to successfully perform the procedure. There was no pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The investigation is confirmed for a complete circumferential outer shaft break was found at the proximal balloon glue joint. Per the reported events, the user identified a hole on the balloon; however, no anomalies were noted to the balloon during the evaluation. It is possible the balloon would not hold pressure due to the break at the proximal balloon glue joint. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt product, or procedural details to bard.